Manufacturer narrative:
(B)(6). This report is being submitted late as it has been identified in remediation. Complaint sample was evaluated and the reported event was not confirmed. Based on dhrs, the product was made to print and correct materials. Product left conforming to print as there was no evidence that states otherwise. Threads on both products were inspected and were found to be conforming. This issue likely was due to customer preference as no issue was found. DHR was reviewed and no discrepancies were found. Device analysis indicated that the device met specification. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during an initial left hip arthroplasty, the surgeon screwed the inserter in the shell provisional on the back table and did the trial reduction. When the surgeon wanted to take the shell provisional away, he couldn't get the inserter to screw back into the shell provisional. The surgeon had to use a hook to get the provisional shell out. This caused a 20 minute delay. Surgeon also stated it was impossible to mate them once the cup was in the acetabulum. No adverse event has been reported associated with this issue.